Event description:
It was reported that during a surgical procedure at the user facility the device caused a burn on the patient. Attempts are being made to contact the user facility for additional information regarding the reported event.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility the device caused a burn on the patient. Attempts are being made to contact the user facility for additional information regarding the reported event.